Event description:
Consumer called stating that the pump on the rhl450-1 hydraulic lift allegedly went out while she was being lifted.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rhl450-1, serial number/date code (B)(4) is approximately 5 years 4 months old. The owner's manual part number 1078987 rev I (jun-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the pump on her rhl450-1 hydraulic lift allegedly went out while she was being lifted. No injury alleged. This hydraulic lift has a primary and a secondary emergency release. No RMA has yet been issued for the return of the product for an inspection / evaluation. The malfunction has not been confirmed.